Manufacturer narrative:
One model 777f8 catheter with attached monoject 1.5 cc limited volume syringe and 3 injection ports were returned for evaluation. The reported issue of pressure measurement issue was confirmed due to catheter body leakage. The customer report of damage issue was also confirmed. Per the IFU: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. 2 punctures were found on the catheter body. Puncture (a) was 1.5 mm and at 28.5 cm proximal from tip. Puncture (b) was 1.0 mm and at 29 cm proximal from tip. Leakage was observed from both punctures when air was injected into pa distal lumen and injection lumen. No leakage was observed from infusion lumen. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was found from balloon and returned syringe. Tc value was marked in red when the catheter was connected with eeprom reader. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, the manufacturing process was reviewed, and a potential root cause could not be identified since there are stablished process controls to prevent the occurrence of the reported malfunction. Also, the instructions are clear enough to manufacture satisfactory finished goods. 100% of the units go through a quality visual inspection, a leak test, electrical continuity inspection, and electrical testing. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that pulmonary artery (pa) pressure value appeared abnormal during use. The pa pressure remained low and did not increase at all, so the catheter was discontinued. The catheter was replaced. No treatment or intervention was performed based on the inaccurate value. There was no data available for collection. No error message was displayed. There was no occlusion, leakage or kink observed in the catheter. The customer was unsure if this problem was caused by catheter malfunction or needle stick. Since there was a possibility of needle stick, the value was not considered to have been affected by the patient's condition. Information including the actual value shown on monitor, expected value, whether there was abnormal waveform, and whether the waveform matched the value was unknown. Patient demographic was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
It was reported that pulmonary artery (pa) pressure value appeared abnormal during use. The pa pressure remained low and did not increase at all, so the catheter was discontinued. The catheter was replaced. No treatment or intervention was performed based on the inaccurate value. There was no data available for collection. No error message was displayed. There was no occlusion, leakage or kink observed in the catheter. The customer was unsure if this problem was caused by catheter malfunction or needle stick. Since there was a possibility of needle stick, the value was not considered to have been affected by the patient's condition. Information including the actual value shown on monitor, expected value, whether there was abnormal waveform, and whether the waveform matched the value was unknown. Patient demographic was requested but unavailable. There were no patient complications reported.